Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the cable. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the failure of the cable due to the user handling such as stress being applied to the cable. Olympus stated the appropriate handling of ch-s200-xz-ea and the counter measures against abnormalities in the instruction manual of ch-s200-xz-ea.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was abnormal and the scope communication error e226 was displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.